Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2022-19009. It was reported that the patient is experiencing shocking sensations at the ipg site and has a possible lead fracture. Surgical intervention is pending to address these issues.

Manufacturer narrative:
Event date is estimated.